Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s device was not working. No symptoms were reported and it is unknown when this event occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.